Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issues and intermittencies. The patient was seen at the center for device evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. Testing performed confirmed the device was not functioning. The patient's device was explanted.